Manufacturer narrative:
The reported events were no capture, high pacing impedance, lead dislodgement and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed as being due to the helix being clogged with blood/tissue and overtorque of the inner coil consistent with procedural damage. The reported events of no capture and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to an overtorqued inner coil consistent with procedural damage. No anomalies were noted except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for a regular follow up. It was noted that there was no capture at the highest output and impedance was out of range. Dislodgement was confirmed. A procedure to reposition the lead was conducted but the helix would not extend. The lead was explanted and replaced. The patient was stable.